Event description:
It was reported that the ilet bionic pancreas presented multiple restarts and displayed alert 64 indicating a haptic error. The user reported no impact to blood glucose and continued cgm use through dexcom. Investigation included complaint review and logistical assessment for device replacement. Investigation of this case revealed device malfunction related to the haptic mechanism and an external memory write fault. The user reported no symptoms during the event and no adverse clinical effects. Outcomes included no clinical intervention, no hospitalization, and continued therapy continuity using cgm. It was concluded that the device experienced a hardware malfunction and required replacement, with user instructed on shutdown and return procedures and data not transferable to the replacement device.